Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications if the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the abbott diabetes care (adc) device would not turn on with the test strip inserted or with the button pressed. As a result, the customer was unable to monitor their blood glucose and experienced symptom described as "would move side to side, high glucose, pain, can't stand up, blurry vision", and a loss of consciousness. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported that the abbott diabetes care (adc) device would not turn on with the test strip inserted or with the button pressed. As a result, the customer was unable to monitor their blood glucose and experienced symptom described as "would move side to side, high glucose, pain, can't stand up, blurry vision", and a loss of consciousness. The customer had contact with a healthcare professional who administered insulin (type/dose unknown) for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. A visual inspection was performed on the returned usb/charging cable and no issues were observed. No opens or shorts were observed and usb/charging cable passed testing. Visually inspected the returned power adapter and no issues were observed. Used load tester to test returned power adapter and voltage was found within specification. Power adapter passed testing. The reader was further investigated and de-cased. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and reader pcba, no signs of damage or corrosion was observed. Returned battery voltage was measured to be out of specification. The returned battery was then replaced with a new unused battery. The reader did not power on. The reader (with new unused battery) was placed back into the test fixture with pressure to the cpu and the reader powered on and passed all internal self-tests. A continuity test on the returned usb cable using a cable tester and no problems were found. The investigation determined that the cause of the blank screen was due to a poor solder connection between the central processing unit (cpu) and the pcba, thereby preventing the meter from powering on. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.